Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump. On (B)(6) 2021, it was reported that the patient was having problems with their pump that the hcp believed could be fatal. The hcp was inquiring about the procedure as the patient's pump needed to be removed.